Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed no power on reset events. The pump was returned with moisture in the battery compartment. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of power issues occurred. The intermittent power complaint was not duplicated during the investigation. Moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment at the threads to the left side of the grip pad down to the seal. The pump was opened to find no evidence of moisture. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.